Event description:
Meter name: one touch ultra. Strip name: lifescan ot ultra. Meter code: unknown. Strip code: unknown. Strip storege: unknown. Symptoms: no symptoms. A patient reported they were unable to get readings on the meter. Their meter allegedly had no power. Unable to test on meter due to no power. No comparison. Not treated. No further information has been reported.